Event description:
Consumer complained about the toothbrush chipping their tooth.

Manufacturer narrative:
Consumer states that they bit into vibrating toothbrush which resulted in a cracked tooth. Caused by user error.